Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media and a phone call that the sensor readings have been off by 120 points. The customer's blood glucose reading was 33 mg/dl and the sensor glucose reading was 140 mg/dl. The customer indicated that the incident happened 4 years ago. The customer also indicated that recently he had low blood glucose and went to the hospital to have it corrected, but was not admitted into the hospital. Customer was advised to follow up with their doctor regarding their low blood glucose.